Event description:
Reportedly, an inappropriate shock occured during a shower.

Manufacturer narrative:
The analysis of the provided patient data from (B)(6) 2026 revealed: - the subject device crt-d was implanted on (B)(6) 2016, with 3 leads previously implanted on (B)(6) 2011. The rv lead was manufactured by boston sc. - since (B)(6)2025, ventricular autosensing histograms showed sensing near the borderline zone (1,2mv) during vf, which could indicate potential sensing issues at ventricular level. - between (B)(6) 2025 and (B)(6) 2026, rv lead and rv coil continuity measurements are slightly fluctuating within normal range. All episodes (3) recorded in the device memory are dated from (B)(6) 2026 and showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals. On (B)(6)2026, at 11:29, ventricular noise oversensing lead to the delivery of an inappropriate shock therapy. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. Note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up. This case is retained and utilized for trend purposes. Recommendations: avoid exposure to interferences the sources of interferences should be identified and as far as possible, avoided in the future, because they are associated with potential risks of defibrillator malfunction, including the delivery of inappropriate therapies. Also, erratic deliveries of vt or vf therapies and/or incomplete capacitors charge that may result from noise oversensing are susceptible to reduce device longevity. Upon each follow-up visit, the recurrence of such oversensing phenomenon should be closely monitored.